Event description:
It was reported that during a coronary stent procedure, the physician attempted to pull the stent back into the guide catheter. Entire system removal is recommended in the instructions for use. The stent became bent over itself and stuck in the guide catheter. The guide catheter and stent were removed without incident. Patient status is listed as "okay".